Event description:
It was reported that device was unable to be interrogated via radiofrequency. Abbott technical support was contacted and the telemetry was restored to resolve the event. The patient was in stable condition.